Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). Investigation summary: bd had not received samples, but 4 photos and 1 video were provided for investigation. The photos and video were reviewed and the indicated failure mode for broken/leaking was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of broken/leaking was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken/leaking. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was a rupture in the wall of two tubes, resulting in blood leakage.